Event description:
It was reported that a patient received revision surgery for a mesa 2 polyaxial screw on the left side that no longer held the rod. The device has been explanted.

Event description:
It was reported that a patient received revision surgery for a mesa 2 polyaxial screw on the left side that no longer held the rod. The device has been explanted.

Manufacturer narrative:
Visual inspection: the screw was positioned in the locked state upon receipt. Loss of anodization can also be observed. Functional inspection: the screw was able to be unlocked and locked as intended. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. According to the complainant, there was a potential short rod in the collet, not circular geometry because of rod cutting. It is possible that non-union or post-operative patient activities, coupled with short overhang length, contributed to the failure. According to the IFU, these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing. As we were unable to confirm if fusion or trauma had occurred, we were unable to determine the root cause conclusively.